Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a rewind anomaly from the insulin pump. The customer's blood glucose reading was 6.7 mmol/l. The customer stated that the pump does not rewind completely. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion tests. No rewind anomaly noted. However, the insulin pump was received with cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.